Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and it revealed the battery status eri. The amount of charge taken from the battery was verified and the battery condition was not as expected. A premature battery depletion could be confirmed during analysis. This ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that the device was explanted due to eri status approx. 52 months after the implantation. Based on analysis results it was decided to report this event. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021 and the awareness date of the event was before the fsca started.